Event description:
The male patient, who weighed between 250 and 300 pounds with a "barrel chest" likely due to respiratory disease history, was placed on the autopulse platform (sn (B)(4) ) at his home. Per the reporter, the platform was working fine until the transport began. While the patient was being transported to the hospital via ambulance, the platform stopped about 6 times due to the patient sliding sideways during turns, despite the use of shoulder restraints. As a result, the crew had to reposition the patient, reset the lifeband, and restart the device. As the ambulance turned into the hospital driveway, the device stopped working and displayed an unknown error code. The crew performed manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed the 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause for the reported complaint was the drive train motor brake assembly air gap was out of specification and was not adjustable, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in (B)(6) 2017 and is more than 5 years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the (ua) 139 error. The brake gap could not be adjusted and continued to open out of specification. The failed drivetrain motor assembly needs to be replaced to address the issue. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4).